Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were not provided for this reported event. The reported event can be confirmed. However, due to limited information provided, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown liner durasul 48/32, lot # unknown; item # unknown, unknown head 32mm, lot # unknown; item # unknown, zweymuller stem non-cemented size 5, lot # unknown; item # unknown, unknown palacos, lot # unknown. G2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial left total hip replacement on an unknown date followed by multiple revisions. Subsequently, the patient was revised approximately 9 months post-implantation due to unknown reasons. The head, cup, and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.